Event description:
It was reported the urine did not flow from the urinary catheter into the urinometer. The device was disconnected and replaced. No patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. This complaint involves five devices, therefore a separate FDA form 3500a will be drafted for each device.